Event description:
It was reported by the clinic that the patient expired during his peritoneal dialysis treatment.

Manufacturer narrative:
This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the medical records review of the reported information and the plant's investigation.